Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer's blood glucose (bg) level was 546 mg/dl because the customer was unable to use the pump. The customer used manual injections to stabilize bg level. The customer confirmed that an alternate method of insulin delivery was available.